Manufacturer narrative:
(B)(4). Evaluation conclusion: failure to follow instructions (defect noted prior to use).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. During the index procedure and while prepping the delivery system, the physician flushed the device without issues. After confirmation of the marker positioning and while passing the delivery system through the guide wire the physician noted the rear handle coming off. The physician re-seated the handle by hand and the procedure was completed successfully. No issues were noted during stent graft deployment and no visible damage was visible to the device or packaging. No issues were noted during removal of the delivery system and there were no injuries to the patient. No clinical sequelae were reported and the patient is doing fine.